Manufacturer narrative:
Lot #: lot was either 60088184, 60088185, or 60088186. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml exactamix eva tpn bag leaked. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During inspection of the returned photograph it was noted that the bags appear to be wet; however, there was no evidence of a leak and therefore the leak could not be refuted. The reported condition could not be verified. A batch review for the suspected lot numbers was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.